Manufacturer narrative:
(B)(4). The root cause of the report condition was determined to be a manufacturing defect. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported condition of a ruptured reservoir. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with 32 ml fentanyl citrate, 7 ml saline, and 1 ml droperidol. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.